Event description:
Olympus was informed that the tip of the referenced device broke off during an unidentified procedure. The tip was said to have been retrieved. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info. The user facility to obtain additional info. The user facility reported that the tip broke off during a laparoscopic supracervical hysterectomy procedure. There was no further detail reported. The device reference in this report was returned to olympus for eval. The device was returned with the tip detached which was measured at 15 mm in length. Visual inspection of the returned device noted discoloration fluid stain throughout the manipulation jaw, insertion section and handle. The returned device was evaluated with an usg-400 generator and error codes u512 and u509 were populated. The teflon pad was damaged with a dark charred stain in the center and it was slightly melted at the proximal end. The wiper movement was stuck and the consistency movement of the jaw was jammed due to excessive tissue buildup. The device had been forwarded to the OEM for further eval. This report is being submitted as a medical device report in an abundance of caution.